Manufacturer narrative:
An ocd field engineer went on site on 11/8/04 and confirmed the customer complaint. The fe found that the pressure/vacuum regulator was not functioning properly. The fe repaired the regulator and made the proper adjustments. The customer ran a qc test and it was accepted. Repairs returned the instrument to its expected function with regards to this complaint. Log files were returned but, not investigated as this was strictly a mechanial issue. If a probe drips fluid into a reagent, depending on the specific reagent diluted, a false negative blood type or antibody screen (due to the diluted red cell reagent product) could occur leading to the inadvertent transfusion of incompatible blood or antigen-positive red cells or antibody-containing plasma that could lead to hemolytic transfusion reaction in a susceptible pt. The likelihood of serious injury is not remote. Based on the available info, mts is reporting this event based on the potential for injury should the event recur without detection by the user.

Event description:
The customer stated that while the provue analyzer was pipetting an antibody screen test, it displayed the error message of "unable to detect volume in sample #3". The customer suspected that the instrument aspirated a clot, so they performed a final wash and prime of the system. The customer then noticed that the probe was dripping fluid and that the dilution station was overflowing. The dripping probe did not dilute any reagent red cells or samples. The analyzer was immediately taken out of use until service was complete.